Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Engineering evaluation noted that the articulation cover exhibited evidence of a proper weld. Engineering evaluation of the weld on the articulation levers suggests that units may have been misused during application. The disengaged articulation lever may occur if the device is applied over thick tissue while articulated. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, while being applied at the ligation of pulmonary upper vein and ligation of first branch of pulmonary artery, the stapler was able to fire but the proximal staple line was incomplete. The event resulted to permanent pulmonary artery rupture due to the stapler jaws not expanding on the vein, blood loss of more than 500cc, an extended incision of more than 1 inch, and an extend in surgical time by more than 30 minutes -- due to performing an open procedure. The patient required an emergency thoracotomy; and the wound incision in the pericardium required manual suturing of artery and vein. The patient is in the ICU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.